Manufacturer narrative:
Concomitant medical products: addrl1, ipg, implanted: (B)(6) 2016.

Event description:
It was reported that the patient experienced syncope, and the remote transmission showed intermittent loss of capture and high capture thresholds with the right ventricular (rv) lead. The clinician reported seeing skipped beats with no capture on telemetry. Follow-up investigation revealed that magnet and non-magnet electrogram checks showed that capture was present, and no reprogramming changes were necessary. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.